Manufacturer narrative:
The device referenced in this report was returned to olympus (B)(4) for evaluation. The angle did not work and the covering of bending section was perforated. The biopsy channel was scratched and chipped. The manufacturing record of the device was reviewed without irregularity. The subject device was repaired by ofr and was returned to the user facility. The exact cause of the reported event could not be conclusively determined, but the user handling that the subject device was looped in the trachea could not be ruled out as a contributory factor of the event. The operation manual of the device describes follows as "examples of inappropriate handling". The endoscope has not been designed for use in retroflexed observation. Performing retroflexed observation in a narrow lumen may make it impossible to straighten the bending section and/or withdraw the endoscope from the patient.

Event description:
The patient who kept having a fever went to the user facility for an examination. After undergoing bronchoscopy and tissue sampling, the subject device was looped and caught in the trachea, so there was a difficulty in removing the subject device. The staffs of resuscitation, otorhinolaryngology, pulmonology, and another bronchoscopy team were called, and they considered that another bronchoscope and tracheal tube had to be used. After the user facility examined for an hour, another bronchoscope was inserted into the patient to release the loop at the removal of the subject device. The subject device was removed by natural means, and the intended procedure was completed with another device. The patient was kept in the user facility after the procedure.